Event description:
The micro catheter was used for the controlled selective infusion of a liquid embolic agent to an arteriovenous malformation (avm). The lesion was reached after approx one hour of catheter manipulation through tortuous, distal vessels. Injection of the liquid embolic agent through the catheter took an additional 50 minutes. After the embolization procedure, the dr experienced difficulty withdrawing the catheter from the distal vasculature. The catheter broke on the third attempt. A snare was used to pull the catheter out of the carotid artery, to the aortic artery. During recovery from anesthesia, the pt developed a right hemiparesis that disappeared after 30 minutes. The dr attributed this event to vasospasm caused by stretching of the vessel when pulling back the catheter to withdraw it. The pt has been reported to be "okay" and was discharged on 11/22/1999.